Event description:
The customer contact reported a hole in the tubing set. The tubing set was being used to deliver 0.9% normal saline at an unspecified rate. The customer contact reported that between 2240-2250, the nurse was clearing the pump settings and noted moisture on the tubing. At that time, the nurse inspected the tubing set and noted a hole in the tubing distal to the pump with less than 2ml of very tiny air bubbles within the tubing. An unspecified volume of solution leaked. The infusion was immediately stopped. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.